Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 39.6ml, the rate was 52.0ml/24hrs, and 60.40ml was given. Air in line was observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.